Event description:
The complainant reports the pump would not prime.

Manufacturer narrative:
The testing and investigation results indicate that the complaint for prime cycle malfunction was confirmed. The automatic priming feature was not functional due to a missing flush inlet valve pin and the feed inlet valve pin being misaligned. Pump did not deliver the correct mixture of product due to the missing flush inlet valve pin. In addition, the testing and investigation confirmed that the pump was damaged upon receipt. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.